Event description:
The pt reported the down button on his insulin infusion device is no longer properly responding when he presses it. He stated this issue began approx 2 weeks ago. The pt said he had an elevated blood glucose reading of 236 mg/dl due to the button not responding when he attempted a quick bolus. He stated his normal blood glucose reading is 189 mg/dl. He said he had no symptoms and he corrected his levels by bolusing insulin. He stated he is currently doing fine and his blood glucose readings are within his normal range. He said he will switch to his backup infusion device. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for eval.